Event description:
Pt admitted from emergency department with primary diagnosis of perforated viscous and secondary myocardial infarction. Taken to or for emergent surgery. Pt also had other co-morbidities including previous mitral valve replacement and elevated liver enzymes. Pt intubated without difficulty, however, unable to mechanically ventilate. Pt re-intubated and still unable to ventilate. Pt manually ventilated with ambu-bag, but became hypoxic and cardiac arrested; unable to resuscitate. Ventilator checked prior to surgery by both "auto" check by unit and by anesthetist inputting responses to "onscreen" checklist, with no indication of errors; no alarms. Following the "code", a red hose was found to be hanging, unattached to the anesthesia delivery unit.